Event description:
Wife of home pt reports spike on supply line of homechoce set disconnected from solution bag port during dwell 3/4 while she was troubleshooting an alarm situation on device. Home pt discontinued treatment at this time and wife reports no injury or medical intervention. Per wife, home pt thinks he may not have fully inserted set spike into bag port at therapy set up.